Event description:
It was reported that the patient presented via merlin.net in backup vvi. The next day the patient was brought in-clinic for further evaluation and possible device restoration with a firmware download. Patient was noted symptomatic for heart failure symptoms. A device download was performed successfully and the patient is doing fine and stable. The device remains implanted.